Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and bloating. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2016 hysterectomy (partial),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, depression, weight increased and dyspareunia outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs received events " abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), hysterectomy (partial), psychological or psychiatric problems condition: depression, pelvic pain, weight gain, dyspareunia" were added. Outcome of event " abnormal bleeding" was updated as recovered. Medical history and lab data were added. Reporter, patient and product information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.